Manufacturer narrative:
Evaluation summary: the reported condition of inaccuracy during service was confirmed. The device was programmed to run at 100ml/hour for 12minutes. It was found that the device underdelivered by - 16.5% from the targeted volume to be infused. A visual inspection revealed a cracked epoxy and a slanted lower jaw.

Event description:
The device was sent in for service. During service, it was found that the device failed - 16.5% from the targeted volume. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.